Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) failed. The error message displayed was "disk error." The unit would not boot up after they got the error message. There was a delay to the start of the surgical procedure of approximately twenty minutes to change out the ccm. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.